Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that revision due to pain stiffness.